Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damage to the tip and a longitudinal tear in the balloon 8mm from the tip at approximately 7mm long. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.